Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege the bilateral patient suffers from cobalt and/or chromium poisoning and constant pain in the hip. Update: 07/14/2011 plaintiff's preliminary disclosure (ppd) form and implant stickers received. Ppd and stickers attached to file. There is no new information that would change the outcome of the investigation. Update: 01/28/2016 information has been received from the territory office the patient was revised on (B)(6) 2016 for an unknown reason. There is no new information that would change the existing MDR decision. Complaint was updated 03/31/2016. Update 9/26/16 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. Added stem/sleeve due to alleged elevated metal ion levels. The complaint was updated on:10/20/2016